Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The main printed circuit board and battery flex are corroded. Fluid ingress found in the main printed circuit board compartment. Device powered off. Upper and lower case halves are broken and contaminated. Both bail covers, bails, ring, and two case screws are missing. Ring cover and and lead flex cover are broken. Battery contacts are compressed and contaminated. Keyboard window is scratched. Display is missing segments and is corroded. Encoder flex is out of specification. Rate not adjusting correctly. Heart lead flex is corroded.

Event description:
It was reported the device is not powering up. Batteries have been changed but still the device will not power up. It was also reported the device has been physically damaged; both clips are broken off and the case is cracked on the top. The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.